Event description:
Additional information: the patient status at the time of the report was "alive- no injury."

Event description:
It was reported that impedance testing found impedances ¿>4000 ohms on some of the bipolar pairs¿ of the patient¿s lead. It was stated the patient had ¿open, >2000 ohms with all pairs with #3.¿ it was noted contacts 2-3 were used for programming at the time of report. It was also stated the patient had shorts of <(><<)>250 ohms on pairs 0-1, 0-2, and 1-2. It was reported the patient was ¿still getting some benefit¿ and ¿her arm was shaking during the impedance measurement.¿ it was noted the patient¿s ¿lead¿extension connection had slid down from the parietal area to the neck area¿ and that revision was to be performed to address it. It was reported a longevity calculation was performed on the patient¿s implantable neurostimulators (inss). The left ins was tested at ¿3 volts, 90 us, 130 hz, and 1843 ohms¿ and found to have an estimated longevity of 89 months. Additional information restated the patient¿s lead had high impedances ¿>2000¿ ohms and low impedances ¿<(><<)>50¿ ohms. It was noted the operating physician ¿detected worn insulation on the electrode¿ and he ¿sealed the electrode with adhesive.¿ it was stated the ¿impedances returned to normal after the adhesive was used to seal the breached insulation.¿ a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot# v616993, implanted: (B)(6) 2011, product type lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 7426, serial# (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3389s-40, lot# v689884, implanted: (B)(6) 2011, product type lead; product ID 3389s-40, lot# v616993, implanted: (B)(6) 2011, product type lead; product ID 7426, serial# (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator. (B)(4).

Event description:
Additional information received reported that the lead-extension connection migration was diagnosed through palpation and x-ray. It was noted that migration was confirmed. It was noted that it was the left extension involved. It was noted that it was not known what the cause of the migration was. It was noted that the cause of the worn insulation was not identified. It was noted that no devices were replaced. It was noted that the physician assistant (pa) at the clinic assumed that the patient was doing well. It was noted that she called the patient to check on the patient&#38112;status but had not heard back from the patient at the time of report.